Event description:
It has been reported to philips that the system did not boot up. The device was outside clinical use at the time of the reported event. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) examined the system on-site and confirmed that the system was not booting up, with all screens remaining blank. Analysis of the system log files showed host pc did not start in the previous system start. Fse cycled the power on the host pc and rebooted the system several times, which resolved the issue temporarily. The same issue reoccurred the next day, where fse checked and saved the basic input/output system (bios) settings and rebooted the system. After which the system was returned to good working condition. The codes were updated based on the investigation outcome.